Event description:
It was reported that during a coronary stent procedure, the physician was unable to cross the lesion. While attempting to remove the entire system, the stent became dislodged. The stent was recovered in the y-connector. The procedure was completed with another stent. Patient status is listed as "okay".